Event description:
It was reported that the device has an out-of-range/high-impedance failures on the right lead. The clinical specialist reprogrammed the device to unilateral stimulation while awaiting scheduling of the revision, and the patient continues using the therapy. There was no report of patient harm or injury. The revision procedure went well. The right lead was removed, and a new lead was implanted without complications. The removed lead was discarded. Therefore, no device evaluation can be performed. The post-initial implant imaging was reviewed. It was confirmed that the out-of-range was due to improper implant technique. The device history record was reviewed. No relevant nonconformances were found.

Manufacturer narrative:
Mml# (B)(4) the patient's demographic information was based on the 2023 baseline evaluation.